Event description:
Staff of dialysis centre reported prior to the treatment start, during redressing of the pt, traces of dried blood were found in wound dressing. The catheter was inspected prior to the treatment, no defect was found so the pt was connected to the hdf (hemodiafiltration). After connection tiny air bubbles were detected in the venous line catheter (pt had interchange of suction and return line because of poor suction). Therefore hdf was terminated immediately and a crack was found at the junction of the two lumens at the point of bifurcation. The catheter was removed and the treatment postponed.

Manufacturer narrative:
A visual examination of the returned sample revealed a hole in the venous lumen at the hub junction the leaks when the device is flushed. The hole is only visible when the lumen is manipulated away from the hub. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. We are unable to determine the cause or factors that may have contributed to this event.